Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of blanching, skin turned black and bruising are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list) : haematomas. Staining or discolouration of the injection site.

Event description:
Healthcare professional reported injecting a patient with juvéderm volbella with lidocaine in the lips. Patient developed blanching at the injection sites but had no pain during injection. The healthcare professional immediately treated the patient by taking a 18g needle to extrude the product with enhanced hot compress. On the following day the skin turned black. Patient had bruising on the lips a few days after the injection. Symptoms resolved a week after the injection.